Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture at max outputs in most vectors of the left ventricular (lv) lead. Chest x-ray revealed lv lead dislodgement. The physician elected to explant and replace the lv lead. The patient was discharged following the procedure.